Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 20mm sapien 3 valve, in aortic position by transfemoral approach. During procedure, the valve was deployed +1cc in a position around 90/10, as intended. However, a moderate central regurgitation and mild paravalvular leak (pvl) were noted. It was decided to post-dilate with +0.5cc. After post-dilation, there was trace pvl however, a large central regurgitation persisted, even after changing the pig tail and j-wire. Therefore, it was decided to perform a valve-in-valve with a second 20mm sapien 3 valve and the central regurgitation disappeared. There was no patient injury. The patient was stable and the valve function as normal. As per medical opinion, the root cause of this event was the valve post-dilatation which aggravated the central regurgitation.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint was unable to be confirmed due to no device or imagery returned. Available information suggests procedural factors (over-inflation, post dilation) likely contributed to the event as it was reported that the valve was deployed with +1cc and then post dilated with an additional +0.5cc. Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.